Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Issue occurred in the past and customer was able to charge pump using non-tandem charging supplies.